Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was left capped due to unknown reasons. The pacing/sensing port of this lead is still active but the shocking lead was replaced, leaving the proximal pin capped. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported.